Manufacturer narrative:
Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. Customer was not properly inserting battery pack into AED. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that the battery want stay in the unit. Customer stated that th AED was assembled new out the box and the battery pack will not stay in the AED. The reported event occured during rescue.